Event description:
The advanced probe driver and probe were placed in the patient's head to the desired depth. After the planning scan was complete and before the treatment it was noticed on the software that the probe had retracted 2.5 cm. The sales rep then went into the operating room to physically look at the probe driver and it was confirmed that the probe had moved without anyone directing it to move. Instead of switching the probe driver out, dr. Opted to do an open craniotomy.